Event description:
The pt rec'd her scs system on (B)(6) 2010. It was reported that she was experiencing overstimulation when using the programmer to communicate with the ipg. Efforts to resolve the issue with the use of a replacement programmer proved unsuccessful. The pt's ipg was replaced on (B)(6) 2010.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.